Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was no cardiac output measurement. It was further reported that the blood temperature measurement value varied from 10's to 30's. The 70-cc2 cable was charged, but it did not solve the problem.